Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a broken screw and set screw back-out approximately two months post-operatively. (Related to 3004774118-2018-00074).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a broken screw and set screw back-out approximately two months post-operatively. Patient was revised on (B)(6) 2018. (Related to 3004774118-2018-00074).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation, and a thorough investigation was completed. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. When the screw (3004774118-2018-00074) was damaged, additional dynamic motion, and unanticipated load sharing could have contributed to the set screw disengaging from the contralateral rod.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a broken screw and set screw back-out approximately two months post-operatively. Patient was revised on (B)(6) 2018. (Related to 3004774118-2018-00074).